Event description:
The customer reported the system displayed a power supply error and shut down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a filament calibration. System operates as intended.